Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Liver abscess [liver abscess], a benign region had been embolized by mistake (non-target embolization) [procedural complication]. Case description: initial information received on 14-sep-2015: this medical device report was received from a physician via a company distributor. It concerned a patient of unspecified age and gender, affected by hepatocellular carcinoma. On an unknown date, the patient underwent tace with dc bead (drug used, beads size, batch number and expiration date not reported). Patient's medical history and concomitant medication were not reported. On an unspecified day in (B)(6) 2015 the patient was transferred from another hospital to underwent resection of hepatic carcinoma. During the operation when the abdomen was opened for the resection a liver abscess was found, that might have been probably due to dc bead. It was reported that the benign region at the end of the hepatic artery in the embolization site had been embolized other than the malignant region of hepatic carcinoma by mistake (non-target embolization). At the time of the reporting, the liver abscess had not recovered. The reporting physician considered the liver abscess as probably related to dc bead. The physician also commented that dc bead should not be used in a circumstance where the result depends on whether the surgeon is proficient at the procedure or not. This information should be disclosed to more medical institutions. The company considered the event liver abscess serious (medically significant). Case comment: liver abscess is considered unlisted as per dc bead instructions for use. This case documents also a case of procedure complication that might have contributed to the occurrence of the event. The physician considered the event liver abscess probably related to dc bead. The company also considered the event experienced by the patients as related to the dc bead, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the UK were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials. Final assessment received on 23-dec-2015: the company considers the event of liver abscess as related to the dc bead, as its role cannot be excluded. No additional information anticipated. This report is considered final. The case is closed.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Liver abscess [liver abscess] a benign region had been embolized by mistake (non-target embolization) [procedural complication] case description: this medical device report was received from a physician via a company distributor. It concerned a patient of unspecified age and gender, affected by hepatocellular carcinoma. On an unknown date, the patient underwent tace with dc bead (drug used, beads size, batch number and expiration date not reported). Patient's medical history and concomitant medication were not reported. On an unspecified day in (B)(6) 2015 the patient was transferred from another hospital to underwent resection of hepatic carcinoma. During the operation when the abdomen was opened for the resection a liver abscess was found, that might have been probably due to dc bead. It was reported that the benign region at the end of the hepatic artery in the embolization site had been embolized other than the malignant region of hepatic carcinoma by mistake (non-target embolization). At the time of the reporting, the liver abscess had not recovered. The reporting physician considered the liver abscess as probably related to dc bead. The physician also commented that dc bead should not be used in a circumstance where the result depends on whether the surgeon is proficient at the procedure or not. This information should be disclosed to more medical institutions. The company considered the event liver abscess serious (medically significant). Case comment: liver abscess is considered unlisted as per dc bead instructions for use. This case documents also a case of procedure complication that might have contributed to the occurrence of the event. The physician considered the event liver abscess probably related to dc bead. The company also considered the event experienced by the patients as related to the dc bead, as its role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).